Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor initially failed to pair with the ilet, after which the user was guided to switch the cgm setting from g7 to g6 and back to g7 and to restart the ilet twice, resulting in a successful connection without impact to glucose levels. Symptoms included no hypoglycemia, no hyperglycemia, and no adverse physiological effects, with a documented blood glucose of 115 mg/dl. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that communication between the cgm and the ilet was restored after software setting changes and device restarts, with normal system function thereafter. It was concluded that the event was a transient communication or pairing issue, resolved through standard troubleshooting, with the device operating as expected following reconnection.